Manufacturer narrative:
Concomitant medical products: 620rg35 heart ring, implanted (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient had been seen in clinic where right ventricular (rv) lead polarity was changed to unipolar and sensitivity was adjusted. The reason for the reprogramming was unknown; however, clinic review of device information noted the lead exhibited over-sensing with increased sensing integrity counter (sic). The patient will be brought back for further testing and reprogramming. The lead remains in use. No patient complications have been reported as a result of this event.